Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age of the patient who was reported as approximately (B)(6) old. Estimated weight of the patient who was reported as approximately (B)(6). The customer reported the device was discarded. A suture break can be caused by a number of factors including, but not limited to, too much tension applied, or the suture was nicked. Ultimately, the return of proglide device may have aided the investigation in determining a cause for the experienced suture break. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of sutures are tested under stress for diameter measurements before release to manufacturing. A sampling of finished devices is also tested to verify the functionality of the device. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. However, the reported heavy scar tissue in the artery may have contributed to the reported event. A review of the finished product lot history record did not revealed any nonconforming material records related to this event.

Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of a heavily scarred common femoral artery after a heart catheterization. Reportedly, as the plunger was removed, the suture broke. The procedural sheath was re-inserted and once the patient was in recovery, manual compression was applied to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.